Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. Customer reported to philips that the host pc memory 3 problem occurred during post. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since service was no longer needed. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.